Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 7 mmol/l. Troubleshooting for the motor error on the insulin pump was performed. Customer reported a motor position encoder error alarm as well. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had constant motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the displacement test or verify alarm in the alarm history screen due to motor error alarm. The insulin pump had an intermittent button response due to flattened dome switches on esc, act, up and down arrow buttons. The insulin pump had a cracked reservoir tube lip.